Event description:
It was reported that the physician abandoned the procedure on (B)(6) 2019 due to the patients neuro monitoring readings looking off during the procedure. The patient was hospitalized over night an showed no adverse effects. The patient was later successfully implanted on (B)(6) 2019. Therapy was confirmed.